Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and constant pain in the left leg despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.